Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. During the hospitalization for an unreported indication, the patient experienced peritonitis. It was not reported if hospitalization was prolonged due to the peritonitis. The cause of peritonitis was unknown. Treatment for the event was not reported. On the same day as the onset of peritonitis, dianeal therapy was discontinued and the patient's peritoneal dialysis catheter was removed. At the time of this report, the patient was no longer hospitalized, however at this time, the patient was reported to not be recovered from the event. No additional information is available.